Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "when unpacking before the operation, the angle connector of the tube is broken off before use." No patient involvement reported.

Event description:
Customer complaint reported as: "when unpacking before the operation, the angle connector of the tube is broken off before use." No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the bronchial cobb connector was detached from the 22m/15f swivel connector. Dimensional measurements were taken on the returned 22m/15f swivel and cobb connector (inner and outer diameter). The results were found to be within specification. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the complaint of swivel connector detached was confirmed. A non-conformance was opened to further address this issue.